Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient presented for a left ventricle assisted device work up and was placed on an impella 5.5. During support, it was reported that there was a loss of placement signal. The pump was flowing at five liters per minute and the placement signal was not available. Pulsatile motor current was noted. The placement signals was disabled. The position was confirmed under echocardiogram (echo). The physician was aware that the impella was measuring deep on the cho. The patient continues on support.

Manufacturer narrative:
The explant date was added to this report. No product or event logs returned. The clinical states that there were issues with the placement and lv signal. Positioning was confirmed but the echo was showing the pump was positioned slightly deep. It is unknown if those issues resolved during support. Due to a lack of product or data logs returned, and insufficient clinical details, the root cause of the optical sensor issue cannot be determined.